Event description:
It was reported that while in the cath lab, the md used a sheath to insert the iab. The pt was transferred to the ICU and 2 hours later a helium alarm occurred. As a result, the clinician reduced the iab volume down to 65% without effect. The helium drive line was clamped behind the white connector to conduct a leak test and the baseline of the balloon pressure waveform "stayed stable". The clinician clamped at the bifurcation of the iab and the baseline of bpw "seemed to fall". The clinician x-rayed the patients' thorax and found the iab was in the correct location and was not kinked. The iab was exchanged. There were no reported patient complications. A follow-up report will be filed when evaluation is complete.